Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a prime anomaly. The customer stated that she was unable to complete prime when pressing the act button. The customer confirmed that insulin would not exit and the numbers on screen would not ramp up and the insulin pump would not alarm no delivery either. She also stated that she could not hear the piston moving during prime, but could hear it during bolus delivery. She was explained that she should hold the act button until hearing the second series of beeps. She mentioned that she may not be pressing the act button the right way or it may not be responding properly. Last blood glucose value was 160 mg/dl. She was advised to monitor the insulin pump. The device was not returned for analysis.